Event description:
On 2026-jan-15 additional information was received from the healthcare provider (hcp) stating that the cause of the vibration was not determined. The hcp repeated that the patient had fallen. The patient was sent to the emergency room to determine the cause of the patient's symptoms where they ruled out any stroke. The patient has a history of cervical spine injuries/surgeries. It was determined that the vibration was not from the ins as the symptoms were from head to toe. It was unknown if the fall had an effect on the implant and it was also unknown if the issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and treatment of bladder and bowel issues. It was reported that they had an MRI in july and since then their whole body has been vibrating from hip to toe. Patient said that the vibrating got worse over the last month and was driving them crazy. Patient turned their stimulation down to the lowest setting and it was still doing it. Patient turned ins off during the call and stated they were still vibrating. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they did call hcp and were told to call manufacturer. Patient also mentioned they have had really bad headaches and 3 falls.